Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was out of service. A field service engineer (fse) connected the station to the network and configured it to obtain an ip address automatically using dynamic host configuration protocol. The fse confirmed that the station was now back in service. The fse also ran diagnostic checks to ensure the system was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was out of service. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.